Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic upon finding their pacemaker beginning to erode from the pocket. The physician elected to reposition the device. The device was successfully repositioned on (B)(6) 2020. The patient was stable.